Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring on returned power supply. Initially, the unit was unable to power-up due to exposed wiring on power supply. Unit was powered on by directly plugging in the end tail of the golden power supply to the unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands.

Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.